Event description:
Pt received cochlear implant in 1997. Less than 24 hrs later pt was running a fever of 106.5. Hosp diagnosed pt with meningitis. Pt was then transferred to a hosp ICU. Pt was treated for bacterial meningitis for 21 days. Pt then transferred to another hosp for the remainder of their treatment to be closer to home. Pt didn't have any noticeable side effects from the meningitis. 1 yr to 2 yrs later pt was diagnosed with pervasive developmental disorder, an autistic spectrum disorder. Pediatric neurologist believes this was caused by the meningitis. Family member also talked with dr who did pt's cochlear implant surgery about the pdd. He said he had other cochlear implant pts with this disorder, but assured family member it wasn't caused by the implant or pt's meningitis.